Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown. Therefore, the device manufacture date is unknown the manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the bottom trigger of the compact air drive device was stuck in the "on" position and the surgeon had to manually pull it off to turn it off. There was a three-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. It was reported that there were no fragments generated due to this event. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.